Event description:
A consumer reported that she experienced an irritated eye associated with wear of focus night & day contact lens, use of clear care lens care solution & use of equate brand saline in 2006. She sought medical care the following day, due to severe pain, right eye. She was immediately referred to a different eye care practitioner who reported a diagnosis of central corneal abrasion that ulcerated. A piece of contact lens was adhered to cornea due to contact lens abuse and was removed by the ecp. A 3+ global cellular infiltrate resolved by the second day. Treatment continued for ulcer & edema with steroid & antibiotic drops. The event resolved with scarring. Pre-event acuity reported as 20/20, post-event acuity as 20/40, right eye. Ecp reported history of contact lens over wear. Consumer has indicated that lens wear is expected to resume. Several requests have been made for additional information, however, no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible central infectious corneal ulcer." The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.